Manufacturer narrative:
The insulin pump was received with intermittent keypad response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, reservoir tube lip, and battery tube threads.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 91 mg/dl at the time of the incident. Customer stated that she was just holding it in her hand when the button error occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.